Manufacturer narrative:
(B)(4).a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. Also, the patient underwent a surgical procedure on (B)(6) 2012 and alyte y-mesh graft was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted along with concurrent anterior and posterior colporrhaphy, perineorrhaphy and cystoscopy due to symptomatic uterovaginal prolapse. It was reported that the patient experienced pain, erosion, extrusion, infection, urinary problems, bleeding, and dyspareunia. It was reported that the patient underwent mesh removal (excision of anterior/posterior transvaginal mesh, davinci-assisted total laparoscopic hysterectomy) on (B)(6) 2012. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.